Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The evaluation revealed the device to be fully functional but with a small damaged area on the od of the outer locking tube. The damage is most likely to have been caused by burnishing or over-heating due to the flipcutter being pressed against the drill sleeve with excessive force while rotating and in use. While there is a possibility of friction burns when the device is inserted at an angle, necrosis is not confirmed. Serial/lot number was requested but not provided, therefore, device history record review could not be performed. This is the first complaint of this nature for the 3.5mm flipcutter product line. The potential causes of this event are being communicated to the event reporter. If any additional information is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the flipcutter caused necrosis on tissue (bone) of patient. Bone is black. Flipcutter was used without excessive force. During forward drilling, the necrosis of the bone occurred on the insertion point of the femoral tunnel (pcl).